Event description:
The hcp reported that in 2003, the pt's pump reservoir ran dry with no alarm sounding, but the low reservoir alarm was shown in the pump status. The pt was seen in the emergency department with withdrawal symptoms at that time. There have been no other incidents with this pump or pt since 2003. A follow up report will be sent when additional info is received.